Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the device was reprogrammed with no more reported charging difficulties by the patient. Etiology indicated the event was due to programming. The outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient's baseline weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. On (B)(6) 2018, the patient stated the battery was requiring recharging daily, it was not charging to 100%, and it was not holding the charge as long as in the past. The device diagnosis was difficulty holding a charge. It was advised to have the patient call a manufacturer representative to see if it could be checked. The patient declined a call by the research staff. There was no patient complication associated with the event. No action was taken and the event was ongoing. The event was possibly related to the device or therapy and was not related to the implant procedure. The relationship of the event to the recharge process was unknown at this time.